Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time reset itself to 3 hours earlier than current time. There were no alerts/alarms in pump history. Customer confirmed personal profiles were not changed. There was no reported impact to blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.